Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the needle hub is melting. The returned syringe was exhibited and exhibited a deformed barrel tip. A review of the device history record was completed for batch# 7296924. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200723264, 200723290, 200723839, 200723263, 200723843] noted that did not pertain to the complaint. Probable root cause of the damage on the barrel tip is from a transfer dial during the printing process.

Event description:
It was reported that the needle hub is damaged with a bd syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the needle hub is melting.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub is damaged with a bd syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english. The needle hub is melting.